Event description:
This MDR is a duplicate of 0001526350-2023-00061. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2023-00061. The initial report was created in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Phone number (B)(6).

Event description:
It was reported that during surgery, the device was taking the skin irregularly. It was reported that it caused patient damage. Due diligence is complete. No additional information is available at this time.